Event description:
It was reported that the right atrial (ra) lead exhibited safety switch due to impedance out of range. No further action taken. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).